Manufacturer narrative:
The pump was received for analysis. Visual inspection revealed no abnormalities were observed. The pump was run in a basin of water and the pump flow was within specification at 5.0l/min. In conclusion, the cause of the low pump flow was most likely patient condition since the returned product operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.0 for mechanical circulatory support and experienced low purge flow and cerebral infarction with a demise outcome. The patient underwent percutaneous coronary intervention with support impella cp and extracorporeal membrane oxygenation (ECMO) support. The patient was then escalated to impella 5.0 device remaining on ECMO. The impella 5.0 was inserted from the right subclavicle with complications. With subclavian insertion, the vasometer was sufficient. However, the patient had swelling overall, it was difficult to insert but eventually completed smoothly. The pump was turned on. Immediately following, the impella 5.0 had a low flow (4.0l/min), and therefore, weaning was carried out early. Act had no problem at the time of insertion and management. Sometime following the low purge flow within the impella 5.0 support period, the patient had a cerebral infarction, consequently treatment was discontinued, and the patient and expired two days later per the report. The treating physician commented the cause of death is due to the do not resuscitate policy for the cerebral infarction, and the relationship between the impella 5.0 and the cerebral infarction is possibly related. This report is being filed as part of a retrospective review of historical records.